Event description:
It was reported that the burr became stuck in the lesion. Vascular access was obtained via right femoral artery. The 25% stenosed eccentric target lesion was located in the mildly calcified left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the vessel; it could not move in or move out even when the foot pedal was pressed. The physician removed the entire system in the end. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a rotalink burr catheter. The handshake connection, sheath, coil and burr were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and kinked at the handshake connection. Inspection of the remainder of the device presented no other damage or irregularities. No other issues noted.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck in the lesion. Vascular access was obtained via right femoral artery. The 25% stenosed eccentric target lesion was located in the mildly calcified left anterior descending artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the vessel; it could not move in or move out even when the foot pedal was pressed. The physician removed the entire system in the end. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.